Event description:
The device involved in this MDR report was implanted in 2005. During routine follow up in 2008, it was found in standby mode; it was reinitialized and normal behavior in ddd mode was observed. One month later (on 15 oct), it was found again in standby mode. Therefore, evaluation of the device replacement was recommended. (Standby mode is a safety vvi mode).

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.